Event description:
Situation: line leaking from below the drip chamber. Background: patient in office for day 3 etoposide. Rn noticed droplets online and patient tray. Infusion stopped, per md can stop dose and discard rest. Assessment: line malfunction. Recommendation: inspect lines for leaks. This occurred in adult medical oncology infusion center. Manufacturer response for IV tubing, non-dehp solution set with duo-vent spike (per site reporter) ongoing, shared all 67 reports with FDA and baxter.